Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 260 bd vacutainer® sst¿ blood collection tubes experienced label lift off/partial peel off prior to use. The following information was provided by the initial reporter: the issue was observed during the qa inspection of the distributor upon receiving of the goods from the latest shipment arrived in their warehouse.

Event description:
It was reported that 260 bd vacutainer® sst¿ blood collection tubes experienced label lift off/partial peel off prior to use. The following information was provided by the initial reporter: the issue was observed during the qa inspection of the distributor upon receiving of the goods from the latest shipment arrived in their warehouse.

Manufacturer narrative:
The awareness date and date received by manufacturer have been updated: b.3. Date of event: 2019-07-08. G.4. Date received by manufacturer: 2019-07-08. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that 260 bd vacutainer® sst¿ blood collection tubes experienced label lift off/partial peel off prior to use. The following information was provided by the initial reporter: the issue was observed during the qa inspection of the distributor upon receiving of the goods from the latest shipment arrived in their warehouse.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for label lift with the incident lot was observed. Further investigation has been initiated through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.